Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products - biomet series a patella catalog 184770 lot 268310; vanguard xp right femoral catalog 195913 lot 244470. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-04880 / 04882).

Event description:
Patient has been indicated for a right knee revision procedure approximately one and a half years post implantation due to pain and loosening of the tibial component. It was also reported that the patient is experiencing trouble flexing and popping. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: vanguard xp tibial tray 79mm catalog 195758, lot 293180; vanguard xp e1 tibial bearing right medial 9x79mm catalog 195856, lot 922630; biomet series a patella catalog 184770 lot 268310; vanguard xp right femoral catalog 195913, lot 244470. No devices were received; therefore the condition of the components is unknown. Review of device history records found these units were released to distributor with no deviations or abnormalities. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: 184770, 195913, 195786, 195758, 195856. No medical records received root cause could not be determined with information available.